Event description:
I ordered a lamp from (B)(6) ((B)(6)). Within hours of use, the skin on my leg was much worse and got heavily burned. The itching had increased horribly and I had to shower to get it cool down. This is a prescription (rx) medical device and illegal to sell online to individuals. I don't want people get burned and hurt from this lamp anymore. It is about people's life. Remove it immediately to avoid tragedy. FDA safety report ID# (B)(4).